Event description:
It was reported that the radio frequency (rf) head was unable to interrogate devices. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the device would not consistently identify a device, the cable was out of electrical specification. It was also noted that the top lens cover was cracked.